Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead may have dislodged and also exhibited far field r-wave (ffrw) leading to right ventricular (rv) lead pacing and t-wave oversensing was reported related to the rv lead. The leads remain in use. No patient complications have been reported as a result of this event.